Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that retraction failure occurred during use with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter, "the provider was drawing lab-work and as she attempted to retract the butterfly needle after drawing blood, the device does not retract and the needle and spring in the device does not engage."

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (B)(6) 2019 via medwatch # mw5088998. Medical device type: fmi/jka. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that retraction failure occurred during use with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter, "the provider was drawing lab-work and as she attempted to retract the butterfly needle after drawing blood, the device does not retract and the needle and spring in the device does not engage."